Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery pack) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was contamination on the battery board, beside board, and computer/analog (ca) board. The cause of the inability to charge the batteries is the extensive contamination to the boards. The cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged boards. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the charger/modem would not recognize a battery pack. The patient was provided with a replacement charger/modem.